Manufacturer narrative:
Serial #: (B)(4). The pump has not been returned to animas for evaluation. The pump time settings may have affected the basal insulin rate and the patient's scarred infusion site may have affected absorption of insulin. Both can cause a blood glucose elevation. There is no allegation of a device malfunction.

Event description:
The patient reported that her blood glucose level was over 600 mg/dl on november 25. The patient was able to bring her blood glucose level down to 147 mg/dl by 10:30 pm. On november 26 in the morning, her blood glucose level was 445 mg/dl. She says, her blood glucose levels were elevated on november 25 after she placed the infusion set on her site the evening before. The patient began to treat her elevated blood glucose levels with manual injections of insulin. She said, she thought her pump settings were wrong. During troubleshooting her pump was set to 10:30 pm when it was 10:30 am. The customer support representative advised the user that setting the time incorrectly can affect basal delivery rates. The pump delivery history revealed that the amount of basal and bolus insulin delivered for the past five days was very consistent. She had not changed her infusion site and reported scar tissue at the infusion site from years of use. This complaint is being reported because, the patient experienced a reading indicative of hyperglycemia after her infusion site was reportedly scarred and the time setting on the pump was incorrect.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.